Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with the roche elecsys pth test system assay on a cobas e411 immunoassay analyzer (rack system). Sample (B)(6): initial result: 0.964 pmol/l. On (B)(6) 2025: repeat result: 9.30 pmol/l. Sample (B)(6): on (B)(6) 2025: initial result: 0.958 pmol/l. On (B)(6) 2025: 1st repeat result: 3.61 pmol/l. 2nd repeat result: 3.63 pmol/l. The physician questioned the initial results, and the samples were repeated.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.